Manufacturer narrative:
Other applicable component is: product ID: 37746, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that programmer would not turn on and nothing came up on the screen. Patient confirmed that they had not dropped or got the programmer wet. Patient noted on the call that programmer made a huge pop in their hand and confirmed the pop was came from the battery compartment. Patient took batteries out and confirmed there was no corrosion. Patient also confirmed that they were using duracell brand alkaline batteries. Patient did not try new batteries because they just changed the batteries a few days prior to report, like a week or so with brand new batteries from store. Patient explained that they recharged their implant the morning of the report and further noted that their implant often cut everything out (patient meant stimulator stops working, stimulation stops) frequently when they were recharging. Patient also stated when that happens, patient uses the programmer to restart implant/turn it back on. Patient stated they went to use programmer to turn implant back on after recharging the morning of the report when they noticed it would not turn on. Patient stated they press the bottom button to start charging. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer stating that the replacement programmer resolve the problem of programmer would not power on and made a pop sound in the battery compartment. The circumstances that led to implant often cuts out during recharging was unknown and the problem still exists, but it immediately starts up when patient uses the remote to start it. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the programmer (serial # (B)(4)) revealed defective antenna jack. Eval code-conclusion, eval code-result and eval code method apply to programmer (serial#(B)(4)). If information is provided in the future, a supplemental report will be issued.